Event description:
It is rptr's understanding that a co called park medical systems manufactured gamma cameras for several years. It is rptr's understanding that these systems, called isocam ii, were sold in the USA as well as canada. Some time ago one of these gamma cameras fell on a pt and killed the pt. It is now rptr's understanding that a co is purchasing these gamma cameras and selling them as used or remanufactured systems. It is also rptr's understanding that there is a modification, not FDA approved, being applied to these systems reducing the chance of add'l fatalities. Rptr requests: records of this fatal event, the approval or non approval on the "retrofit" and any other records and communication concerning the original accident and the continued use of these systems.